Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing of the implantable cardiac monitor prior to implant the device was unable to sense the electric potential of the test solution. A new device of the same model type was selected and implanted successfully. No patient complications have been reported as a result of this event.